Manufacturer narrative:
September 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code oto is 10. Qty 7- alyte y-mesh graft, sterile qty 3- alyte¿ y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
September 2017 bimonthly asr report.